Event description:
A nurse practitioner called in to report nurses had been dressing both arms and one leg of an end user with aquacel foam adhesive dressings for a number of weeks. During the most recent dressing change of the end users leg, the nurses stated they noticed a red reaction under the clear part of the adhesive that covers the edge of the aquacel layer, with no reported reaction to the skin under the silicone adhesive in contact with the protective top pink layer. The nurses also stated that "a square of skin came off" during the dressing removal involving the area under the aquacel contact layer which they also stated was a dry wound.

Manufacturer narrative:
Based on the information provided this event is deemed serious injury. The end user's nurses discontinued use of the product. The event 'red, raw broken skin' under the product is deemed serious. From a preliminary clinical perspective, a causal relationship between the aquacel foam dressing and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. From a clinical perspective, a causal relationship between aquacel foam adh and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013.